Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient responded from follow up sent to them. Patient reported after seeing their doctor next steps to address the pain when laying down is to readjust device. Patient weight was 230 at time of event. Fall occurred approximately (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that around a few months after implant, the patient had a return of pain and when they were laying down their pain would get worse.  It was explained that they had a fall that caused one of their leads to come loose and move over their spine near the other lead, which was identified via x-ray in 2019. Initially, the patient had one lead going up on each side of their spine. The patient met with a manufacture representatives (reps) starting around (B)(6) 2020 for reprogramming to address the pain. The patient was redirected to discuss next steps with their doctor. Follow up was conducted with the reps and on (B)(6) 2021 they reported that when they met with the patient for the first time on (B)(6) 2020, they were not made aware of any lead issue. They only did basic reprogramming, which resulted in the patient getting pain relief. Additionally, the reps reported that the patient had never mentioned any falls to them nor anything about a lead migration. When the rep met with the patient in (B)(6) 2020, they only did reprogramming, which was successful. They also were not made aware of any planned interventions to address the lead migration by the patient nor the healthcare provider.